Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula kinked event on 19-nov-2024, after three hours of insertion. The blood glucose level was around 400 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.